Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0x120mm armada 14 balloon catheter was being prepared; however, the device would not hold pressure and a crack at the hub was noted. The balloon catheter was not used and the procedure was successfully completed with a new 3.0x120mm armada 14 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported cracked hub. It may be possible that the syringe was over-tightened causing the hub to crack; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.